Event description:
Initial description: ref 300629, lot 2506045. It was reported that several white residues found inside the syringe package. The particles are found inside the packaging but also inside the syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample were provided to our quality team for investigation. Upon evaluation, a polypropylene particle is observed inside the syringe, verifying the reported concern. A device history review was performed for reported lot 2506045, no deviations or non-conformances were identified during the manufacturing process that could have contributed the this observation. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.